Event description:
On 04/28/2026, it was reported that dr.(B)(6) stated that the anchor broke off of a silent nite 3d device. Additional information received reported that the reported event occurred while the 64-year-old, male patient was sleeping. There was no patient injury or adverse event and no medical intervention was required. The patient discontinued use of the device that same day. The device has been returned.

Manufacturer narrative:
The reported device has not yet been received. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).